Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter; product ID neu _unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient had persistent lower extremity tone; and no signs of withdrawal. The healthcare professional (hcp) had been unable to withdraw from the cap (catheter access port) despite correct placement. The hcp had been able to refill the patient¿s pump. There had been no change in function of the pump.

Event description:
It was reported that they had attempted to aspirate from the catheter access port (cap) but had trouble aspirating. The reporter inquired whether the ascenda catheter was more difficult to aspirate than legacy catheters. There were no volume discrepancies noted at the refills. The healthcare provider (hcp) was still doing dose titration for the patient and had noted positive effects from dose increases, thus they noted knowing ¿some of drug is touching them". The reporter was not sure if there was actually a device issue. Troubleshooting was discussed and the reporter would continue to troubleshoot. The pump system was being used to infuse gablofen (baclofen). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)